Manufacturer narrative:
The reported device was not returned to conmed for evaluation as it was discarded by the user facility. This complaint cannot be verified. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. There have been no additional complaints reported against this lot of (B)(4) units. A two-year review of complaint history revealed (B)(4) similar complaints involving 18 devices have been reported in which only (B)(4) of these complaints have been confirmed for the reported issue of "self-activation". In that same time frame, (B)(4) units have been sold worldwide making the rate of occurrence of this specific failure (B)(4) percent. A risk analysis was performed and it was found to be acceptable. There was no patient involvement. Good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. The instructions for use advise the user to inspect and test each device before use. All complaints associated with this product will continue to be monitored through the complaint system.

Event description:
The user facility reported the cut function on item 60-7510-005- goldvac pencil self-activated during pre-op testing. This device was not used on the patient; therefore, there was no patient involvement. The procedure was completed with an alternative device. Despite several attempts to collect additional patient and event information, no additional information has been provided to date. The report is raised on the basis of a malfunction with potential for injury should it recur.